Event description:
The device was applied during a hysterectomy with bilateral salpingooopherectomy on 8/3/94. The surgery was completed with no apparent complications. The pt complained of abdominal pain in 4/96. Reportedly, metal staples were protruding through the vaginal cuff. 5/28/85 -staples were removed.